Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had loud screeching noise. 4 good faith efforts (gfe's) were performed to get additional information such us patient status, service details and part return details but no response was received. So the investigation shall be closed now. If any new information received in future the complaint will be reopen and update it. H3 other text : no response about repair.

Event description:
It was reported that when turned on, the cardiosave intra-aortic balloon pump (iabp) is making a loud screeching noise.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.